Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) stated that the line was completely filled with air. The technical service representative (tsr) explained the alarm and assisted to end treatment and advised the to start over with new supplies. On (B)(6) 2011, product surveillance contacted the nurse regarding the air in the line. The nurse indicated that she spoke to the patient a week ago and they did not mention the air in the line. The nurse stated that the patient was doing well and continuing with therapy. The nurse confirmed that there was no patient injury or medical intervention associated with this report.